Manufacturer narrative:
(B)(4) date sent to the FDA: 2/1/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that they underwent an unknown laparoscopic procedure on (B)(6) 2015 and topical skin adhesive was used. The allergic reaction started (B)(6) 2015 with redness and developed into blistering and swelling around the application sites. The patient experienced red raised skin, oozing, severe itching, painful and warm skin. The area around the incision continued to spread with the red inflammation of skin. It was reported that the incision opened. The patient reported that the surgeon believes the patient had an allergic reaction. The patient was initially given antibiotics on (B)(6) 2015 which did not help and the test confirmed there was no infection. The patient treatment was benadryl, zyrtec and covering the area. The patient was prescribed allergy medicine, which is reducing the swelling, blistering and redness. The patient plans to have an allergy test once there is no longer any indication of topical skin adhesive left on the skin. The patient reports that the topical skin adhesive has almost dissolved and the skin is almost normal. Additional information has been requested.